Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a heparin pump alarm. The biomed confirmed that the alarm did not occur during treatment and that there was no patient involvement associated with the reported event. The biomed reported that the issue was resolved by replacing the motherboard which had a mark on it. Upon follow up, it was reported that the mark appeared to be melted and related to heat damage. The biomed confirmed that the machine is back in service after replacing the motherboard. The motherboard was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the alleged device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."